Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link IV connector leaked. It was not specified when in the process this occurred. It is unknown if there was any patient involvement; however, there was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.